Event description:
The reporter indicated the tube was in place since (B)(6) 2009. At the time of the event, the reporter used a luer-lock syringe and was not checking the balloon volume every 7 to 10 days. Abbott provided the reporter (pt's mother) with educational material regarding procedures for filling and maintaining the balloon. The tube was in the pt when he went to bed on (B)(6) 2010. In the morning, when the reporter went in to give him his morning medication, she found the tube out of the stoma, lying on top of his stomach. When she contacted the doctor, she was told to call 911 and take him to the hospital. In the ER, some type of guidewire was used to try to place the tube. They tried three times, but were not able to get the tube in. They suggested she take her son to the radiology department in the morning, because they are more equipped to place the tube. The pt was kept in the hospital over night and experienced bloating and pain all night. A different doctor from the one in the ER came in the following day to see the pt and sent him to get either an MRI or cat scan, and when they looked at the results, he was sent into surgery. They cut 10 inches up his stomach to make sure there was no damage/puncture to the pt's intestine. A gastrostomy tube was placed at that time (not an abbott nutrition tube). The pt was in the hospital for approx one week. There were no complications with the surgery.

Manufacturer narrative:
(B)(4): testing & investigation indicated balloon valve/band was detached. Entire tube was returned including detached luer activated valve (lav) and valve collar. Balloon held approx 10 cc of air without leakage for approx 30 seconds when inflated with an irrigation syringe due to lav detachment. Balloon inflation port was not occluded. Circular flange of lav was found to be deformed in two regions approx 180 degrees apart, which were in the direction of valve detachment from the inflation port. Deformations appeared to have been caused by a mechanical force great enough to permanently deform the plastic flange and leave score marks on its bottom surface. Sample was returned to vendor for evaluation. Review of the valve under the microscope revealed significant damage to the flange of the valve, which indicated user may have used some type of tool to remove the valve. Damage to the flange is not indicative of damage that could occur during manufacturing. Root cause appears to be damage caused by the end user and not a manufacturing defect. The process was reviewed and the type of damage found could not be done during normal processing.